Event description:
Rn noticed peeling of vialon at tip of IV catheter. Thus they didn't use it and opened another one. They noticed this on previous pt's who used the insyte IV catheter but never mentioned it until now.